Event description:
The colonovideoscope was returned to the service center with a report of leak. This does not constitute an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the air/water supply was observed to have white foreign material present in the air/water channel. The root cause of the reportable malfunction was not established. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.